Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 to (B)(6) 2015. Reportedly, hospitalization was no due to pump and blood glucose levels have been stabilized while using the pump. No further information on hospitalization was provided.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.